Event description:
Patient began with continuous chemo at 1145 at 5ml/hr. Line flushed and blood return noted prior to chemo start. At 12:15 rate increased to 10ml/hr. Twenty mins later, chemo paused secondary to patient calling out and saying his "bed feels wet and I haven't peed". Rn noted tubing felt wet and was leaking at lower y-site closest to the patient. Chemo disconnected and new tubing primed. Doctor to bedside at this time. Decided to do a 25ml replacement bag by chemo rn, aprn & md which will be hung at the end of this remaining bag.